Event description:
Hospital personnel responded to a person described in cardiac arrest. According to the rptr, the operator attempted to use the device, normally used with hands-free electrodes, with standard paddles and could not discharge the energy to the pt. A backup device was called for and used. The pt was resuscitated.